Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a damaged console cover. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a damaged console cover.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site telephone), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 a getinge field service engineer (fse) replaced damaged console cover. Complete cardiosave preventive maintenance to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received with a reported unit failure of a damaged cover. The fat performed a visual inspection and found the part to be damaged near the handle area. Fat was able to verify the reported issue.